Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2008; dtba1d1 crtd implanted: (B)(6) 2013.

Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation. The left ventricular (lv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.